Event description:
A pump malfunction was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which were successfully followed by the customer, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.